Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of july 23, 2015 there has been no additional information provided by the user facility pertaining to that request. The user facility biomed reported that when he tested the device. The device was delivering a peak pressure of 44 cmh20 and the high ppeak alarm was set to 41 cmh20. The carefusion technical support specialist advised the biomed that the high ppeak alarm was set too low and that he should find out what peak pressure the respiratory therapist was seeing when they noticed the alarm.

Event description:
The user facility biomed reported that while in use on a patient, the device alarmed "high ppeak pressure." The patient was removed from the device and placed on another device with no harm to the patient.